Event description:
It was reported that the patient suffered syncope episode. Data showed ventricular fibrillation episodes with occasional undersensing, which may have contributed in the delay of therapy due to slow ventricular tachycardia. Programming changes were recommended and will be made at a later date. The patient has recovered.